Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age or date of birth: requested, not provided . A3a: sex: requested, not provided . A4: weight: requested, not provided . A5: ethnicity: requested, not provided . A6: race: requested, not provided . D4: lot #: requested, not provided . D4: expiration date: unknown, as the involved lot # was not provided. D4: UDI: unknown, as the involved lot # was not provided . D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. E3: occupation: sr. Clinical risk advisor. H4: device manufacture date: unknown, as the involved lot # was not provided . The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that 11cc of air was initially injected into the tr band when it was applied. Swelling occurred however, there was no numbing or pain. Hand was cool and dusky. Hemostasis initially achieved using the tr band however, hematoma occurred prior to any air removal. Hematoma was proximal to tr band and was golf ball size diameter. Pressure was held for seven minutes. The tr band was reinflated with 3ml to 14ml total. The patient was compliant with not using right hand/wrist. Patient remained in stable condition and there was no apparent harm. There was no noticeable damage to the device. The procedure performed prior to the use of the tr band was percutaneous coronary intervention (pci).